Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during intubation, they noticed insufficient light for performing laryngoscopy. They confirmed that the blade was functioning properly before the surgery began. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for technical inspection. The errors described by the customer have been confirmed by the manufacturer. The following was detected during the technical inspection by the manufacturer: blade damaged. Adhesive points on camera head worn, resulting in leaks at camera head housing discolored, cover visually worn, plug damaged, led lights dim, shadows/blurring in image. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. The event is filed under internal karl storz complaint ID: (B)(4).